Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that when she was trying to insert a new sensor the serter device did not fire. Customer's blood glucose was 37 mg/dl. Customer treated with a power bar. Troubleshooting was done. Assistance provided to customer, got the next sensor to insert successfully. Advised the customer that the sensor would be replaced. No further information provided.